Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the threshold suspend alarm. Customer also indicated that calibration errors were received during normal use. The customer indicated that the sensor glucose was 58 mg/dl and blood glucose was 88 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting advised customer on proper insertion, tape adhesion and site technique. Customer was advised that the sensor would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Analysis inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings. See attached file for details. Analysis was unable to confirm adhesive anomaly to opened/used sensor. Found contact pad slightly damage.